Event description:
It was reported that while in the cardio cath lab, the md inserted the super arrow-flex (saf) sheath with dilator into the pt's left femoral artery. During the intra-aortic balloon (iab) insertion, the balloon stopped advancing & stuck in the saf sheath. The md could not pass the iab through the saf sheath due to critical resistance. As a result, the md removed the saf sheath & iab together & the md opened a new iab kit (iab-05840-u). The md was able to insert the new saf sheath & balloon catheter from a second iab kit & finished the catheterization. There was no excessive bleeding during the procedure & the second insertion was also the pt's left femoral artery. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in therapy was listed as 10 mins. The pt outcome is "the pt does not have any complications and is fine." Additional info received from the distributor on 09/09/2010 stated that "the md prepared the iab catheter according to instructions for use, following one-way valve attachment, vacuuming the balloon inside of the tray & removing the balloon from the tray just before insertion.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.